Event description:
During surgery for placement of a heartmate iii, my husband suffered a stroke due to air bubbles in the ascending aortic cannula. The op report states that the device was aspirated as well as the heart. At the point just before protamine was initiated there was acute hypertension and the right ventricular was dilated. Steps were taken to rectify the situation but the end result was stroke and coma. I feel that somehow that air was trapped in the device and that the protocol for aspiration needs to be changed. I have secured the device and it is being held at regional pathology and autopsy services.